Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged unexpected battery power loss on (B)(6) 2022. Device passed displacement test, active current measurement and sleep current measurement. Device failed self test due to not vibrating due to moisture damage on the harness assembly vibrator. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on (B)(6) 2022 at 07:40:00.000, power loss alarm on (B)(6) 2022 at 17:53:15.000, replace battery alert on (B)(6) 2022 at 17:11:00.000, replace battery now on (B)(6) 2022 at 17:11:00.000 and battery failed alarm on october 13, /2022 17:58:30.000 due to customer's faulty aa battery. The electronic assembly and battery tube were inspected and moisture damage was found on electrical board1 amd 2, harness assembly vibrator, motor and force sensor. The following were noted during visual inspection: cracked case behind the device at the battery compartment and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer called to report that the insulin pump was not recognizing a new battery when the customer tried to change the battery. Troubleshooting was performed and found that the customer received a low battery alarm, prior to receiving battery replacement alarms. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump but it is unknown if it will be returned for analysis.